Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation with no visual anomalies observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found no defects. Functional testing confirmed the complaint, with error code e15 observed and the device failing to operate. The root cause was identified as failure of the main board and oximeter board. The main board and oximeter board were replaced to correct the issue.

Event description:
It was reported that an error occurred. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.